Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant, the right atrial lead sensing had diminished compared to implant. The patient continues to be monitored by the physician and the lead remains in use. No patient complications have been reported as a result of this event.